Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of access site bleeding was most likely due to high patient act values.

Event description:
The complainant reported that the impella cp was successfully inserted, as care escalated from a balloon pump (iabp), but upon leaving the catheterization lab, a hematoma was seen in the impella site. Manual pressure applied and hematoma resolved. The patient was moved to the stretcher and bleeding restarted. Manual pressure and fem stop applied to site. In the ICU hematoma size increased and hemoglobin(hgb) dropped. The right leg became very swollen and hard. The patient became unstable, red blood cell (prbc) and flesh frozen plasma (ffp) were given. The patient was taken to the operation room for hematoma removal and no damage was seen to the vessel.

Manufacturer narrative:
The medical center has not returned for benchtop analysis any impella product. Root cause has not yet been determined. Upon completion of the investigation a final report will be forthcoming. Per the IFU: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿